Event description:
Info rec'd indicates the functions from the siderails are only working intermittently.

Manufacturer narrative:
The tech replaced the siderail ucm boards and cables to repair the bed.